Manufacturer narrative:
The investigation determined that lower than expected vitros total b-hcg ii results were obtained on a single level of a non-vitros biorad control fluid processed on a vitros 5600 integrated system. The assignable cause for the lower than expected vitros bhcg results could not be determined with the information provided. There was no evidence to suggest a vitros 5600 integrated system malfunction; however, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. Additionally, based on historical vitros bhcg reagent lot 2070 quality control results, there is no indication a reagent related issue contributed to the event. However it cannot be completely ruled out as within laboratory precision was poor using l2 and l3 when compared to the peer and package insert precision performance.

Event description:
The customer obtained lower than expected vitros bhcg results when processing a non-vitros biorad quality control fluid on a vitros 5600 integrated system. Biorad level 3 (lot 40953) vitros bhcg results of 364.684 miu/ml versus expected bhcg result of 513.5 miu/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros bhcg qc fluid results were from non-patient fluids and so were not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).